Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, and the adhesive around the objective lens and the light guide lens was peeled. Additionally, scratches were found on the following components: the plastic distal end cover, the protector of the universal cord on the scope connector side, the scope connector cover unit, the forceps elevator, the forceps elevator knob, the up/down knob, the right/left knob, the switch box, the scope cover, the universal cord, the grip, the control unit, and the flexibility adjustment ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while cleaning the olympus colonovideoscope with a brush, the forceps opening and suction channel were clogged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects were found in the nozzle. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.